Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and non-calcified right clavicular vein. After obtaining vascular access via the right arm vein, the guidewire was placed and then angiography was performed which revealed that the section from the right clavicular vein to the innominate vein had been implanted with a non-boston scientific (bsc) stent and exhibited in-stent restenosis (isr). A 10.0 x 60, 135cm mustang balloon catheter was advanced for revascularization. However, during the procedure, the balloon burst when the pressure reached 12 atmospheres. The procedure was completed with a 10.0 x 80 balloon catheter. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis and completed on 31jan2024. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 22mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and non-calcified right clavicular vein. After obtaining vascular access via the right arm vein, the guidewire was placed and then angiography was performed which revealed that the section from the right clavicular vein to the innominate vein had been implanted with a non-boston scientific (bsc) stent and exhibited in-stent restenosis (isr). A 10.0 x 60, 135cm mustang balloon catheter was advanced for revascularization. However, during the procedure, the balloon burst when the pressure reached 12 atmospheres. The procedure was completed with a 10.0 x 80 balloon catheter. There were no complications reported and the patient status was stable.